Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. No device was returned for investigation. The cause of the access site bleeding was most likely due to anticoagulation management since last result of acts reported was 297 which is above the range of 160-180.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records

Event description:
The user facility reported a 63-year-old male (race unknown) in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The team escalated the patient to an impella 5.5 device for increased cardiac support. The patient experienced access site bleeding issues and was given one unit of packed red blood cells.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.